Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt while loading multiple cartridges. A new cartridge was able to be loaded. Blood glucose was 90 mg/dl.